Event description:
It was reported that prior to a stenting treatment procedure, damage to the distal orifice of the liberte stent delivery system was detected. The damaged product was replaced with another liberte stent delivery system to complete the procedure.